Event description:
A malfunction on the pump was reported, and it was noted that no significant events occurred prior to the malfunction. There was no adverse impact on the customer's blood glucose level. Technical support provided information on resetting the pump and assisted the customer with the reset process. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received.